Event description:
It was reported that the video system center had error code b30 due to no image. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of scope communication error (error b30) was confirmed. Based on the results of the investigation, it is presumed that the event occurred due to failure of the communication with the scope due to a faulty circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.